Event description:
The svc report shows the customer reported that the unit stopped cycling while in use on the pt. The pt was not harmed or injured as a result of the event. The puritan bennett customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the psol valve. The unit passed extended self testing.